Manufacturer narrative:
Final analysis found an accumulation of calcified blood/dried body fluid which was filling the setscrew inset. The calcified blood/dried body fluid made it difficult to engage the inset to untighten the setscrew.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the scheduled pulse generator change out procedure, the physician had difficulty unscrewing the setscrew on the right ventricular port. The device was explanted and replaced. No patient symptoms were reported.